Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, but the customer, whose pump was out of warranty, declined interest in an out-of-warranty loaner pump and chose to continue using the current pump to avoid interrupting insulin delivery.